Event description:
The customer reported a primary infusion set came apart at the distal smartsite junction while attached to a patient, resulting in a clotted peripheral IV. The nurse then pulled on a new tubing set at the same junction and it separated at the same location as the first set. The second set was never used on the patient.

Manufacturer narrative:
Correction on initial report.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.